Manufacturer narrative:
The investigation of vascular damage - peripheral vessel has been completed. As per the clinical information provided, the patient was bleeding from a non-impella site. Heparin was reversed and pump was removed. The cause of the vascular damager peripheral vessel issue was not determined since product was not returned and lack of clinical details, and the relation to impella is unknown. D4 catalog number was inadvertently reported incorrectly on the initial manufacturer device report number 1220648-2025-26330. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26330 as it is unknown if the initial reporter also sent the report to the food and drug administration.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, the patient experienced non-access site bleeding. Heparin was removed and the impella cp was explanted.